Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large air bubble. The customer's blood glucose was 217 mg/dl at the time of incident. The customer stated that they did not rewind the insulin pump with the reservoir in place. The customer was advised to perform plunger push to push the air bubble in the tubing. The reservoir will not be returned for analysis.